Manufacturer narrative:
H10:multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. Philips was unable to confirm the final disposition of the device because no response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint about the v60 ventilator indicating that the on button was not working so the device was not able to turn on. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer was provided with a quote for onsite labor. The next day, the customer called back and requested replacement of a separate part, the power management (pm) printed circuit board assembly (pcba), at 100% discount. The rse advised the customer to check the alternating current (ac) voltage going into the power supply and the direct current (dc) voltage going into the pm pcba. The pm pcba replacement would be completed at 100% discount if it was found that the pm pcba was causing the device issue. Further service is pending the acceptance or rejection of the quote provided to the customer. The field service engineer (fse) went to the customer site and tested the device. The fse confirmed the device issue of not turning on. The customer contacted an rse again and stated that an attempted replacement of the pm pcba did not resolve the issue. The device still did not turn on with the power switch. Both power leds were illuminated on the front panel of the device, and the unit did not cycle power while the screen remained black. The rse advised the customer that they would need to replace the power switch overlay and provided the customer with the replacement part information. The investigation is ongoing.

Manufacturer narrative:
On 05oct2023, a remote service engineer (rse), stated that the customer had not been able to resolve their issue following the service completed by the fse on 27sep2023. The device was still not turning on with the power button and would only turn on when connected to the ac power cord. The customer was unable to get into the diagnostic screen during the process. The rse advised the customer to swap the user interface (ui) assembly with a good one. If that resolved the issue, the customer was recommended replacing the ui printed circuit board assembly (pcba). The customer contacted the rse on 12oct2023 and stated that they had replaced the ui assembly with a known good device, and the ventilator turned on and operated as expected. The rse advised again to replace the ui pcba and provided part information and installation instructions for both the 1st and 2nd generation ui pcba parts. The investigation is ongoing.